Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that discordant, falsely elevated calcium (ca) patient results were obtained on the dimension vista system. Siemens is investigating the event.

Event description:
Discordant falsely elevated calcium (ca) results were obtained on patient samples on the dimension vista 1500 instrument. The results were reported to the physician(s) who questioned the results. The same samples were reprocessed on an alternate vista instrument and lower results were obtained. The customer replaced the reagent flex and reprocessed the same samples on the original vista instrument and lower results were obtained. Corrected reports were issued using the repeat results processed on the alternate vista instrument. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated ca results.

Manufacturer narrative:
Original MDR was filed on 31-jan-2019. Additional information (07-feb-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated calcium (ca) results. Hsc evaluated the information provided and the instrument data files. No product nonconformance was identified. Other patient samples were processed using the same ca reagent flex sequence and well with no ca recovery issues. Quality control was in range at the time of testing. The issue was resolved by changing out the reagent flex. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.